Manufacturer narrative:
Complaint confirmed. One unpackaged ar-1934bcf-1 was received for investigation. Visual inspection identified that the bio-composite anchor at the distal tip of the suturetak partially broke at the third proximal-most thread, with the remainder of the anchor noticeably bent out of position. The method used to prepare the bone employed during the procedure, as well as the bone quality encountered, were not provided. Probable causes are attributed to improper bone preparation and/or prying/leveraging the suturetak during the insertion process.

Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Event description:
It was reported that during an arthroscopic procedure while inserting the anchor it broke. The surgeon was able to retrieve the parts out of the patient. There was no harm for patient, operator or third party reported. The surgery was finished successfully with a new device with the same part number. It was not necessary to switch the surgical technique or do a second surgery.